Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology was not reported. Vessel morphology was reported as mild tortuosity and moderate to severe calcification, and the iliac arteries were 8 mm in diameter on the right side and 7 mm in diameter on the left side. The aortic neck angulation was 15 degrees. It was reported that the physician was unable to advance the talent delivery system through the left side to the intended landing area and during that attempt, a dissection in the left iliac/common iliac artery bifurcation was noted. The device was removed from the patient and discarded by the user facility. The physician elected to implant two 12 mm aneurx iliac limbs to cover the dissection and then was able to deliver and implant an aneurx bifurcated stent graft to complete the case. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
(B)(4): evaluation results: (dissection), (narrow vessels; moderate to severe vessel calcification).